Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate date. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. The additional proglide devices are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. A cuff miss can be influenced by numerous factors including, but not limited to a manufacturing deficiency, user technique and/or patient anatomical conditions. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May also contribute to a cuff miss. A femoral angiogram was taken which showed no calcification and other patient anatomical condition or medical history was not provided. There was no reported information to suggest that the user technique could have contributed to the event. During manufacturing, the needle trajectory of every device is verified. In addition, sampling of finished devices is destructively tested to verify the functionality of the device. Therefore, a conclusive cause for the reported needle to cuff miss could not be determined. A review of the lot history record did not reveal any nonconforming material records for the reported lot. Based on the review of the event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.

Event description:
It was reported that suture placement was attempted in the common femoral artery with a perclose proglide device using the preclose technique prior to a valvuloplasty procedure. Reportedly, the first proglide device had successfully captured the artery; however the next two proglide devices resulted in a cuff miss with no sutures retrieved. The sheath was upsized to a 11f from a 6f sheath for the interventional procedure. After the procedure, the 11f sheath was removed and the sutures from the first device was used to close the site, but hemostasis was not achieved. Six other proglide devices were used to close the site over the guide wire, but the attempts were unsuccessful as the sutures were not retrieved. Ultimately manual arterial compression was applied to achieve hemostasis.. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.